Event description:
Information received from the field notes that the patient came into the office with the pacemaker in vvi mode at a rate of 70 ppm. The last recorded program was 50 ppm in ddd mode. The patient had redundant leads and had noted that he sometimes felt pulsing in the area where a previous pacemaker was explanted. The patient became symptomatic when the device was in vvi due to pacemaker syndrome.